Event description:
Related manufacturer report number: 3006705815-2022-01012, 3006705815-2022-01014. It was reported that both of the patient's leads had migrated. The issue was confirmed via x-ray. As a result, the patient underwent surgical intervention during which the leads were explanted and replaced. Effective therapy was established post-operatively. It is unknown which leads the patient had implanted at the time, so all potential leads are being reported.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information but not received.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.